Event description:
The customer reported that while the iabp was in use on a patient, the iabp displays electrical failure #50 (motor controller speed out of spec). The patient was switched to another iabp and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the motor controller board (part number 0671-00-0004). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).